Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection in zone 2. The physician covered the lsa and performed a lcca-lsa bypass prior to the procedure and then coiled the lsa. The devices were implanted from zone 2 to zone 3. The index procedure was successful with no issues. It was reported that approximately one month post index procedure, the patient presented with an infection and a fever. The device was cleansed during an open surgery for the descending aorta. Since the infection was confirmed, the infected site of the descending aorta was cleansed. It was unknown whether a synthetic vessel was implanted. A test for infection was not carried out and the exact infectious route was not determined. The relevant device itself was not infected so it was not removed. The patient would not have become infected with the relevant device, but would have become infected in the natural environment of tick-infested area as the patient would have gotten injured during fishing. Ticks can cause a fever. The physician stated that the relevant device itself had no causality with the infection. The device remains in the patient¿s body. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: unapproved, or contraindicated use (pre-operative dissection).